Manufacturer narrative:
The manufacturer previously reported a ventilator's active exhalation control module and display board were replaced to address volume delivery and a service required alarm condition. The system board was replaced during service and returned to the manufacturer's product investigation laboratory for additional investigation. During the investigation the system board was found to be faulty. The root cause of the issue was found to be due to a faulty u15 on the system board.

Event description:
The manufacturer received information alleging a ventilator's tidal volume delivery and leak value were increased. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was found to be contaminated with (B)(6) and was replaced to address the issue. During the evaluation a "service required" alarm condition was found in the ventilator's downloaded error log. The device's display board was replaced to address the issue.